Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx halo transobturator mid-urethral sling system on (B)(6) 2012. Post-procedure, the patient did not present with any infection or erosion and was reportedly perfectly continent. However, in early (B)(6) 2013, the patient presented with a burning sensation, as well as itching and a rash on her thighs, abdomen, and vaginal area. The patient used over-the-counter cortizone cream, but it did not help. Instead, the rash and itching worsened. The physician believed the patient was allergic to the mesh, so the mesh was completely explanted on (B)(6) 2013. Two weeks after the mesh removal, the patient was feeling totally well; she no longer experiences any symptoms and she is fine.